Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a loose, broken femoral stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a loose, broken femoral stem. Doi (B)(6) 2006 - dor (B)(6) 2013 (left hip). The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4). A singular undated x-ray image was provided confirming the material fracture but is insufficient to determine root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.